Event description:
The patient was revised because of loosening and wear of the patella.

Manufacturer narrative:
Examination of the returned explanted product confirms the reported wear of the polyethylene portion of the patella component. The tibial loosening could not be confirmed. The root cause of the loosening and wear could not be determined but the wear pattern on the patella component suggests that maltracking of the patella in the femoral groove may have been a contributing factor. The investigation did not indicate a need for corrective action. Depuy considers this investigation closed.